Event description:
The complainant had an impella 5.5 placed to support a patient with known cardiac disease and renal disease. The pump was supporting when there was an access site bleed treated by dressing changes. Additionally, there was pain at the site. There was no treatment given or intervention was needed. The pump had also lost placement signal and it was "erratic" but the pump remained on for support. The investigating team at abiomed has deemed an investigation of the automated impella controller for the erratic placement signal was necessary.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of optical signal issue has been completed. Console logs were consistent with what was reported in the complaint. Console was tested after arriving in field service. The reported placement signal issue was unable to be reproduced while testing the console with a known good purge cassette kit and pump. The optical bench 5s was checked but all parameters were within acceptable limits. Distortion of the ccd array output was examined while analyzing the ccd from the optical bench. Conclusion: the root cause of the placement signal issue was determined to be caused by a defective optical bench due to a distorted ccd array analog output. D9. Device returned to manufacture date added.